Event description:
A malfunction alarm identified as malf 12 was reported, and a notable event did not occur prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, which resolved the issue as the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support if the issue reappears.